Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. The 12th distal wire wrap had raised and deformed struts. No other device damage noted.

Event description:
It was reported that the physician was attempting to use one resolute integrity rx drug eluting stent to treat a moderately tortuous and severely calcified cx lesion, exhibiting 85% stenosis. It was reported that the device was removed from it's packaging and inspected with no issues noted. The lesion was pre-dilated and negative prep was performed successfully. Resistance was encountered when advancing the device. It was reported that the stent could not pass through the lesion and that stent strut damage was seen during positioning. The stent was replaced with a non-mdt device and the procedure was completed without further complication. No patient injury was reported. It was reported that the physician believes that the event was due to patient morphology/anatomy and was not device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.